Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 433 mg/dl. The customer reported issues with the reservoir and infusion sets. The customer states unable to push the insulin into the line of the tubing, and smells insulin leak. The customer had no symptoms. The customer did treat the high blood glucose level with the insulin pump. The current blood glucose level was unknown. The customer did troubleshoot the issues. The customer declined troubleshooting the high blood glucose level, stated may be due to pain medication. The insulin pump will not be returned for analysis.